Manufacturer narrative:
Initial reporter address: (B)(4).

Event description:
It was reported that the burr was difficult to remove. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotalink plus was selected for use. During the procedure, it was noted that the device was unable to cross the lesion with 7 ablations performed. Resistance was felt during retrieval in dynaglide mode. The device was simply pulled out and completely removed from the patient's body without any additional intervention and the procedure was completed with a different device. No complications were reported and there was no patient injury.